Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having about two months worth of multiple low flow alarms. The patient was admitted and right heart catheterization was pending. An echocardiogram was performed and showed mild right ventricle dysfunction. The log file review captured low flow events on (B)(6) 2022.

Event description:
The patient has an issue with the outflow graft requiring surgical intervention with drainage and debridement of the external compression of the outflow graft on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an external compression of the outflow graft could not be confirmed as no images were submitted for review. Analysis of the submitted log files confirmed multiple low flow hazard alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of right ventricle dysfunction could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2022 and (B)(6) 2022. Multiple, transient low flow hazard alarms were captured throughout the file. The controller periodic log file contained data from (B)(6) 2021 through (B)(6) 2022. Low flow hazard alarms were captured on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022, respectively. The onset and duration of these alarms is unknown as there is no controller event information available for these timeframes. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow hazard alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event of right ventricle dysfunction could not be conclusively established through this evaluation. The controller event log file contained data from on (B)(6) 2022. Forty-one low flow hazard alarms were captured throughout the file. The majority of these alarms were transient. The controller periodic log file contained data from on (B)(6) 2021 through on (B)(6) 2022. Four low flow hazard alarms were captured on (B)(6) 2022, respectively. A specific cause for the alarms could not be conclusively determined through this evaluation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.